Manufacturer narrative:
This report is submitted on january 30, 2019.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site. Subsequently the device was explanted on (B)(6) 2018, re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the patient was treated with oral and IV antibiotics. This report is filed on february 14, 2019.